Event description:
It was reported that this implantable pacemaker system was explanted due to infection. Subsequently, a new system was placed the same day. No additional adverse patient effects were reported outside of the revision procedure.